Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis of the pump also found low battery reset of an undetermined root cause. Analysis of the catheter/ sutureless connector (sc) found coring, tears, cuts in the seal. No leak was seen in the lab and there was no leak allegation. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the company representative (rep) via the return paperwork and the pump logs were provided. The logs last examined (B)(6) 2017 showed the pump was in minimum rate mode. The low battery reset occurred on (B)(6) 2017 at 01:49 and the pump was in safe state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code is being updated for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient receiving 30 mg/ml dilaudid at a dose of 12 mg/day, 450 mcg/ml clonidine at a dose of 179 mcg/day, and 20 mg/ml bupivacaine at a dose of 8 mg/ml via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that on the night of (B)(6) 2017 the patient noticed an increase in pain and tried to use their personal therapy manager (ptm) programmer and got an error message. The patient was brought into the clinic on the morning of (B)(6) 2017 and their pump was interrogated. The interrogation showed the pump to be in safe state and that it had been reset. The rep told the hcp that historically this meant the pump needed to be replaced. The patient was placed on the operating room (or) schedule and the pump was replaced around noon on (B)(6) 2017. The catheter was found to be patent but with a slow drip so it was replaced at the same time. It was unknown what if any may have led or contributed to the safe state and reset. The pump had already been returned for analysis. The issue was resolved at the time of this report.